Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient was calling for assistance with the insulin pump programming. She then stated that she collapsed because the unit stopped working, and the paramedics were called for assistance. Assisted with the programming as requested. Nothing further was reported.